Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (kept popping out) so the balloon would not remain inflated. The physician's assistant kept pushing back in the valve but it would pop out each time she pushed it in. Finally, she opened a replacement kit to complete the procedure. The hospital did not report any patient complications.